Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a portacath, the needle broke off two strands when the surgeon was trying to close the subcutaneous layer of the skin. They opened a new product to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received the packaging for two devices. A visual inspection of the returned packaging noted two open foil pouches and two retainers. No product was returned. As no product was returned, functional testing was precluded. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.